Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a right ventricular outflow tract (rvot) ablation procedure using a therapy cool path ablation catheter, a cardiac perforation occurred. During ablation in the rvot following a run of ventricular tachycardia, and the patient became hypotensive and complained of chest pain. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.